Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin set was changed and no large drops were coming out. Customer was hospitalized due to low blood glucose levels. Customer treated with a gatorade and by the time of admission it was 96 mg/dl. Customer didn't have any symptoms. Troubleshooting was performed and no anomalies were noted. Displacement test was performed and the device passed. Customer's mother was advised to monitor the device. She then mentioned in the past she had seen the insulin drops kept coming out repeatedly or too many. Customer's mother requested the device to be replaced and agreed to return the device for analysis.